Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that some episodes of noise were found on the rv lead. The patient did not receive an inappropriate shock. The lead was replaced.